Event description:
Surgeon was performing a laparoscopic cholecystectomy. Upon putting clip on the cystic duct, the clip was securely put on by the surgeon. When he went to check patient, the clip had slipped off the cystic duct and bile was present. The surgeon stated the applier was not defective but the design and function of the device does not work. Notes from the operative report: "on reinspection of the abdomen, there was noted to be some bile leaking from the cystic duct, clips are completely slid off the duct and so an endoloop pds was placed around the cystic duct stump then tied securely, and at this point, there was no further cystic duct leak and the cystic duct appeared to be completely sealed. The bile was aspirated and irrigated, and pneumoperitoneum was now released, trocars were all removed."...the patient transferred to the recovery room in stable condition. The patient was discharged home later the same day.